Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented during a follow-up. Multiple episodes of noise and pacing inhibition was observed. The patient was not exposed to emi. The noise was not reproduced in-clinic. Recommended programming changes were made. The patient will continue to be monitored with routine follow-up.

Manufacturer narrative:
A partial lead was returned for analysis. External insulation abrasions were noted at 11.0 cm to 11.8 cm from the connector pin, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations.

Event description:
New information received indicates that the rv lead was explanted. Insufficient subclivian access prevented from the implanting a lv lead. New lead was implanted. The patient was stable post-procedure.